Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A getinge field service engineer (fse) checked the machine and reconnect the front-end pcb connectors. The fse ran the unit on a trainer, balloon and checked the functionality of the unit and it was ok.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) showed electrical fail code 119. There was no patient involved.